Event description:
Healthcare professional reported a xen®45 gts "physical resistance - slider didn't move well" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: the needle cover was found not fully attached to the injector upon receipt. The cam lock was returned detached from the injector. The retention plug was detached and not returned. The slider knob of the injector was found between the start and end positions, the needle was found extended, and the bevel selector was found in the center position. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob was observed. All expected results were met. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob was observed during the functionality test.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "physical resistance - slider didn't move well" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.